Event description:
Eye infection after use of amo complete moisture plus solution. Redness, small white bump near cornea, and irritation. I saw an optometrist who prescribed vigamox for a "routine" eye infection, which he did state was a little bit advanced. Used contact solution from amo for about two weeks and developed an eye infection that eventually lead to a small white sore on my eye, between the cornea and white part of the eye. I went to an optometrist tat prescribed a basic antibiotic - vigamox- to take care of the eye infection. The infection got slightly better but returned full blast. I just found out it could be my eye solution and am discontinuing use immediately. I'd like advice on my next step. Dates of use: two weeks in 2007. Diagnosis: contact use. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.